Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent disappeared from the stent delivery system and was nowhere to be found. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the device found that the stent was detached from the balloon and was not returned. The ro markerbands and tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent disappeared from the stent delivery system and was nowhere to be found. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.